Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records and search the complaint database by manufacturing lot was not provided. The initial reporting stated the product was not suspected of failing to meet specifications. The investigation could not draw any conclusions about the reported event; however, provided info stated the joint was "overstuffed". Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
The pt was revised because the original surgery had left the tibia overstuffed.